Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a top case cracked on corners, cracked bottom case by l-bracket and right plunger case. Event log history was performed and indicated that backup audible alarm post was recorded in history. During analysis, the reported issue was unable to be duplicated. It was noted that the main board does not operate as intended. Service replaced the main board to correct the reported issue. Service also performed power up process and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system fail at power up. No adverse effects were reported.